Event description:
The 2/0 polysorb suture was used during a lumbar microdiscectomy. On closing the lumbar microdiscectomy, the needle broke and the majority of the needle remained in the tissue. In searching for it, the surgeon stuck themselves upon locating the needle.